Event description:
All attempts to the author for further information have been unsuccessful to date.

Event description:
During manufacturer review of the published abstract entitled (B)(4) ((B)(6)), it was identified that a patient had increased seizures following vns implant. Attempts to the author for further information are in progress.

Manufacturer narrative:
Article citation: (B)(4). (B)(6).